Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. This supplemental report is to inform that there was no reportable malfunction related to the subject device captured in this complaint. Per the legal manufacturer, this issue of a e117 error code is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was reported, the colonovideoscope experienced error code e117. The image could not be fixed, nor deleted, and the buttons were non-operational. The issue occurred during a diagnostic colonoscopy procedure. The procedure was completed with another similar device. There was no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported issue could not be duplicated. The evaluation found the device functions and specifications were satisfactory. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.